Event description:
It was reported that a malfunction alarm, identified as "malf 12," occurred. The customer's blood glucose level was high, although the specific value was not disclosed. The customer addressed the high blood glucose by administering a correction injection using a manual insulin method and did not require assistance from a third party. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction did not recur, allowing the customer to continue using the pump normally.